Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. The customer received a battery message and the insulin pump went blank. Customer's blood glucose level was around 400 mg/dl. The insulin pump did not alarm failed battery test after troubleshooting. The display returned as well. The device was not returned.